Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer satisfied with meter and results.

Event description:
Customer complains of "hi" results. Customer received a reading of 97 mg/dl fasting this morning at 08:00 am and had breakfast later. After breakfast customer run a blood test and received a result of hi at 09:45 am nonfasting. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 97-139mg/dl fasting. Verified test strips expire 02/19/2017. Customer's test strips are being stored in the kitchen and opened vial date was undisclosed. Customers concern: hi. Customer refused replacements for her meter and strips. No adverse event reported.